Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Manufacturer narrative:
Event date is estimated. The unique device identifier (UDI) is not provided because the manufacture date is before sep 24, 2014.

Event description:
It was reported patient did not charge the ipg as instructed and thereby causing the ipg to be inoperable couple of years back. Surgical intervention took place where the ipg was explanted.